Event description:
During a mako tha case, the trigger on the mics hand piece stuck down and caused the reamer to continue to activate after the surgeon ceased reaming.

Manufacturer narrative:
Reported event: it was reported that the trigger on the mics hand piece stuck down and caused the reamer to continue to activate after the surgeon ceased reaming. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k09v2 and all mics were rejected from final stock on 06/29/2017. A review of qt-17-06-0099 revealed the reason of rejection was incorrect revision numbers on c.o.c, therefore the issue is not related to the failure alleged in this compliant. These devices are later accepted per specification on 07/05/2017. Complaint history review: a review of complaints related to p/n 209063, lot k09v2 shows 0 additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako tha case, the trigger on the mics hand piece stuck down and caused the reamer to continue to activate after the surgeon ceased reaming.